Event description:
The customer received a blood glucose reading of 113 mg/dl from his contour ts meter and a reading of 35 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. The customer was confident that his contour ts meter was working properly and declined to return product.